Event description:
A report was received that the patient's ipg location was causing irritation to her tailbone. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference.

Event description:
A report was received that the patient's ipg location was causing irritation to her tailbone. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The complaint was not verified. Ac/dc current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation had not been compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies.